Event description:
It was reported by customer's mother the insulin pump is alarming motor error for one month. The current blood glucose reading is 70 mg/dl. The drive support cap is loose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.